Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation using a faradrive sheath, after catheter insertion, air was collected into the aspiration syringe during removal. This was repeated several times, but air continue to be aspirated in the same manner, so the sheath was replaced. No patient complications were reported.

Manufacturer narrative:
B5: describe event or problem - updated h6: device codes - updated.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation using a faradrive sheath, after catheter insertion, air was collected into the aspiration syringe during removal. This was repeated several times, but air continue to be aspirated in the same manner, so the sheath was replaced. No patient complications were reported. It was further reported that no air was seen to enter the patient, and a liquid leak at the sheath was identified during the event.